Manufacturer narrative:
A getinge field service engineer (fse) observed the device, enter the diagnostic mode to adjust the negative pressure to the normal range. Passed all factory-specified safety and performance tests. Delivered to customers and can be used in clinical practice.

Manufacturer narrative:
Due to characters limitations, e1 (event site name) is (B)(6) hospital and e1 (event site address) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer (fse) that during maintenance the cardiosave intra-aortic balloon pump (iabp) found with negative pressure value out of range, need to be calibrated. There was no patient involved.